Event description:
It was reported that before use on patient, the cardiosave intra-aortic balloon pump (iabp) unitt's top display glitches intermittently making the display illegible. There was no patient involvement.

Manufacturer narrative:
Updated fields: (investigation type, investigation findings, component codes & investigation conclusions). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the top display lcd assembly. The fse performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was returned to the customer. The maquet failure analysis and testing (fat) received the assy, display top lcd associated with this complaint. This part was received with a reported unit failure message of top display glitches intermittently making the display illegible. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure of power-up fault code# 6 as soon as unit turned on, however the fat dept. Could not be able to see glitches intermittently on display. Top display lcd failed testing. Retaining top display lcd in the fat dept. As per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's top display glitches intermittently making the display illegible.